Event description:
Unable to speak with the pt/layperson, this senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and will send a follow-up letter to the pt/layperson. On 07/04/2009, the pt alleged that his onetouch ultra meter began powering off during use in "the previous month" although he replaced the battery. Immediately after the alleged issue began, the pt was "shaking, tired, had a headache, and was unable to drive". The cca replaced the meter and test strips. It would be useful to know if the pt had taken insulin after or before the meter powered off and self treated the symptoms and the actual time frame between the product issue and the symptoms. Because the pt reportedly developed shaking (a symptom that meets criteria for serious injury) after the alleged issue began, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.